Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), product type: catheter. Product ID: 8598a, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 19-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) regarding a patient who was receiving bupivacaine (20 mg/ml at 2.87 mg/day), dilaudid (hydromorphone) (12 mg/ml at 1.722 mg/day), and clonidine (400 mcg/ml at 57.4 mcg/day) via implantable infusion pump. It was reported that the healthcare provider (hcp) did a dye study on (B)(6) 2021 but was not able to aspirate through the catheter access port (cap). The rep stated that they are doing a catheter revision on (B)(6) 2021 but there was a bridge bolus in progress. The rep wanted to calculate if the medication had filled the pump tubing. The rep could not find the information regarding the bridge bolus that was running and stated that they would prime the pump on the back table to clear the old medication in the pump tubing. The patient's weight was asked and unknown. The patient's symptoms/complications were asked and unknown. Additional information received by a company representative (rep) reported that the catheter was revised and issue has been resolved. Of note, the cause of the inability to aspirate through the cap was not determined and the revised catheter has been discarded.